Manufacturer narrative:
Focus medical investigated the reported event by contacting the user facility to obtain; patient information, treatment settings and patient photos. Despite reasonable attempts, no information was received. A trained technical expert spoke with the user facility and determined that the zoom handpiece had optical damage and needed to be replaced. A new handpiece was ordered and shipped to the user facility directly. Additionally, the technical expert reported that the subject device system is still functional on all specifications. Subject device malfunction is not the suspected caused of the reported event. No clinical evaluation was conducted as no information was provided by the user facility. Focus medical is unable to determine the severity of the patient's sequela absent relevant patient and treatment information not provided by the user facility; therefore, the company is reporting the events in an 'abundance of caution'. Should additional information become available with which to make a determination of cause, the complaint record will be updated accordingly and a follow up medwatch report will be submitted. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Manufacture date: august 05, 2016.

Event description:
A user facility reported that three to four patients had skin peeling off and bleeding following tattoo removal treatment with a focus medical naturalase laser, zoom handpiece. No information regarding a report of serious injury or medical intervention to preclude permanent impairment was received.